Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore; root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 giving multiple alarms (316 - blower failure, 401 - inspiration valve or device leaky, also nt error 4 - press blower too low or unstable during start up. These errors continue to occur throughout the month after every startup. Furthermore; there was no patient associated with the event.

Manufacturer narrative:
"Results of investigation: vyaire medical did not receive the suspect device for evaluation. However, log file analysis tool has been utilized. Additionally, it has been noted that software v6.0.1400.0 was installed at the time when the alarms started to trigger. And this machine is equipped with a moog blower unit. Most likely, lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Exact root cause is still under investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.